Manufacturer narrative:
An event regarding subsidence involving a triathlon baseplate was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: no medical records were received for review with a clinical consultant. Product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusions: the event of subsidence of the baseplate could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. It is noted that the surgeon thought the primary baseplate was undersized. Further information such as device identification and return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
#3 primary tibial baseplate subsided medially, requiring revision. The surgeon thought the primary baseplate was undersized. We replaced it with a universal baseplate, 50 mm stem and cs insert.